Event description:
Customer reportedly received result of 300 mg/dl on the advantage system and 150 mg/dl on professional device within 10 mins. Three days later, customer received result of 353 mg/dl on the advantage system and 126 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.